Event description:
The customer observed false elevated alinity calcium2 results. ID (B)(6), (female, 57 years old), generated elevated alinity c calcium2 result of 4.22 mmol/l. The sample was repeated on another analyzer of 2.47 mmol/l (normal range). The same sample was repeated on the original analyzer of 2.51 mmol/l. The customer reference range is 2.15¿2.50 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 57yrs old female patient. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c calcium2 assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77211ud00. A device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot and complaint issue. In house accuracy testing for alinity c calcium2 reagent lot 77211ud00 was performed using retained samples. All the materials utilized in testing were stored and maintained at our facility. All validity and acceptance criteria have been met, indicating that the lot, 77211ud00, is performing acceptably. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium2 reagent lot 77211ud00 was identified.

Event description:
The customer observed false elevated alinity calcium2 results. ID (B)(6) (female, 57 years old), generated elevated alinity c calcium2 result of 4.22 mmol/l. The sample was repeated on another analyzer of 2.47 mmol/l (normal range). The same sample was repeated on the original analyzer of 2.51 mmol/l. The customer reference range is 2.15¿2.50 mmol/l. No impact to patient management was reported.